Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during spinal fusion surgery, a piece of a guide wire broke off while placing a screw and stayed in the patient. There was no surgical delay. The procedure was successfully completed. The fragments could not be removed easily by the surgeon as there was no way to retrieve it. There was no patient consequences. The procedure was successfully completed. This report is for one (1) 1.45mm nitinol guidewire blunt. This is report 1 of 1 for complaint (B)(4).